Event description:
4 lead electrocardiogram stopped working while the electrocardiogram crew was arriving at the hospital with a patient. Lifepack was seemingly fine after the call, taken out of service, and returned to the manufacturer.